Manufacturer narrative:
No incident during manufacturing. Waiting for recovery of the broken screw for expertise. According with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. To complete our investigations, we requested additional information: did the surgeon indicate that the device caused or contributed to serious injury? Did the patient retain piece of screw? How did the device fracture? Please report on the circumstance when the event occurred. Are there any contributing factors related to the event? If yes, could you explain please? What was used to complete the procedure (part and lot information)? Has the surgeon been sensitized / informed following the webinar trainings organized by sbm in 2020? If yes, before or after the date of incident? According with current legislation of your country, is this type of event should be reported to your national competent authority? No other complaint concerning this lot. Actions implemented by sbm: technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder. Distance training program (impossible travel / covid19) implemented on june 20, in order to readjust the operating techniques and recall the characteristics of each product. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed (first ligafix check list transmitted to distributor on 10 november 2020 for test). Organisation of a meeting on february 2021 with an responsible in charge of quality system and vigilance system (ongoing). Improved our "incident report" form (regarding informations requested about the reported problem and potential patient consequences) - ongoing. ·

Event description:
(B)(4). Incident occured in (B)(6). "Screw was broken". Acl reconstruction / diameter of tunnel: 8mm.

Manufacturer narrative:
No incident during manufacturing. Waiting for recovery of the broken screw for expertise. According with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. To complete our investigations, we requested additional information: did the surgeon indicate that the device caused or contributed to serious injury? Did the patient retain piece of screw? How did the device fracture? Please report on the circumstance when the event occurred. Are there any contributing factors related to the event? If yes, could you explain please? What was used to complete the procedure (part and lot information)? Has the surgeon been sensitized / informed following the webinar trainings organized by sbm in 2020? If yes, before or after the date of incident? According with current legislation of your country, is this type of event should be reported to your national competent authority? No other complaint concerning this lot. Actions implemented by sbm: technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder. Distance training program (impossible travel / covid19) implemented on june 20, in order to readjust the operating techniques and recall the characteristics of each product. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed (first ligafix check list transmitted to distributor on 10 november 2020 for test). Organisation of a meeting on february 2021 with an responsible in charge of quality system and vigilance system (ongoing). Improved our "incident report" form (regarding informations requested about the reported problem and potential patient consequences) - ongoing. Follow up 1 - device evaluation product observation: torsional breakage of the screw at the connection between the tip and the cylindrical part of the thread. Result of investigations: the surgical technique, which requires the use of a ligafix® 60 screw suitable for a tunnel at least equal to its diameter, was not respected. The ø9 implant is difficult to insert when the tunnel has not a sufficient diameter, in this case ø9 screw and ø8 tunnel. Root cause: improper use of the medical device, the tunnel was drilled at ø8mm, whereas it is specified in the ligafix®60 IFU: "the drilling diameter of the bone tunnel must be at least equal to that of the screw". Corrective actions, in particular for distance learning, have been underway since april 2020. Video meetings for more exchanges since february 2021. ·

Event description:
Fnc 2101/02138. Incident occured in vietnam - "screw was broken". Acl reconstruction / diameter of tunnel: 8mm.